Event description:
Customer reported that the drain from pack broke and snapped into two pieces, but was not used on the patient.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
The device history record could not be reviewed as no lot information was provided within the complaint. The returned sample corresponds to product code su130-1310, which differs from the reported product code su130-1320. The returned sample drain underwent visual and microscopic inspection, and no evidence of breakage was observed and no quality issues were detected. The root cause for the reported issue could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.